Event description:
Customer reported a kv on in error message. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the gib board and backplane. System operates as intended. (B) (4)